Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician troubleshot the device and found a defective vacuum valve on the cardioplegia side and a defective shunt valve which was responsible that the hose did not empty. The technician replaced the defective valves and exchanged the flow sensor. The unit was tested for functionality and a test run was successfully performed. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: it was reported that the hoses of the hcu40 did not empty and the unit displayed the error message "waterflow too low". Additional information: there were no patient involved the incident occurred during preventive maintenance. (B)(4).